Event description:
Patient wore the pod for approximately 5 to 24 hours. During wear, the patient reported insulin leakage, including odor of insulin and wet adhesive. The patient reported that the cannula was kinked. The patient reported awakening with stomach pain and headache and observed blood glucose levels as ¿high¿ per dexcom g6 (generally indicating greater than 400 mg/dl (>22 mmol/l). Due to elevated blood glucose, the patient sought medical assistance and contacted emergency services. An ambulance responded, and the patient was evaluated; no treatment or medication was administered, and hospitalization was not required. The patient removed the pod due to leakage and lack of insulin delivery and discarded the pod. As part of treatment, the patient applied a new pod and initiated insulin delivery, after which blood glucose levels improved and subsequently stabilized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.